Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004692 have already been previously tested in the (B)(4) on 22/jun/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6004692 was manufactured according to the work instruction (wi) version 109, manufactured in the line l9, on 08/dec/2023 with a total of (B)(4) units. Glue tubing DHR review: the lot 3l04324 was manufactured according to the wi version 57, manufactured in the machine sc03, on 30/nov/2023 with a total of (B)(4) units. Trending: a query was run in database on 23/jun/2025 against malfunction code evaluated 2 occlusions in the tubing and/or tubing connectors and lot 6004692 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.